Event description:
Surgeon reported that during a alif procedure, the tip of a low profile u-joint driver broke off in a screw head. Surgeon was unable to remove the tip and it remains in the pt.

Manufacturer narrative:
No investigation could be performed, no conclusion drawn, as no device was returned.